Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional procedure, using a 6fr sheath. Reportedly, the proglide device was inserted and pulsatile outflow from the marker lumen was confirmed. When the device was retracted against the vessel wall, flow was still observed through the marker lumen; therefore, the decision was made to remove the device for testing. The device was relaxed to close the foot; however, the foot would not retract. Because the lever could not be lowered to remove the device, a vascular surgeon performed a cut down and removed the device. The artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in procedure due to the cut-down. No additional information was provided.